Event description:
(B)(4). Its suppose to prevent pregnancies but I got pregnant and lost the baby at (B)(6). * irregular periods, extremely heavy/clotty periods, hair loss, weight gain/bloating, brain fog, extremely itchy skin, headaches, painful periods, 2 pregnancies total after essure..lost forst at (B)(6) and delivered the second full term migrated coil that traveled inbetween my liver and right kidney *hysterectomy scheduled for (B)(6)2016 and will also have to have the migrated coil removed at the same time.

Event description:
(B)(4). Also vitamin d deficiency and painful ovulation